Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of the event and treatment details were not reported. On an unreported date, pd therapy was discontinued and the patient was switched to hemodialysis. At the time of this report, the patient was not recovered. No additional information is available.